Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based on information obtained from the evaluation and investigative data, it was presumed that a piece of peripheral equipment such as an injection tube or silicone rubber product entered the channel and became clogged in the nozzle. The material identified was a white nylon type material, and did not originate from an olympus device. The instructions for use (IFU) document the following for detection of the suggested event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, damage on the scope¿s connecting tube. The intended procedure was completed with the same device. There was no patient injury reported. The customer¿s scope was returned to the regional repair center (rrc) during the evaluation a reportable malfunction was noted as foreign material was observed in the air/water nozzle. This report is being submitted to address the foreign material observed in the air/water channel.

Manufacturer narrative:
A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The provided investigation a white nylon type material obstructing the outlet pipe. The investigation concluded that the contaminate did not originate from the olympus endoscope. In addition, the investigator reported that previous investigations indicated that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.